Event description:
During prep, the balloon on the wedge pressure catheter would not deflate. The catheter was removed and replaced with no harm to the patient. Manufacturer response for balloon on the wedge pressure catheter, balloon on the wedge pressure catheter (per site reporter). Mfg [manufacturer] notified by site.